Event description:
On (B)(6) 2014, it was reported that during a da vinci surgical procedure, it was noted that the tips were misaligned on the fenestrated bipolar forceps instrument. The planned surgical procedure was completed. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned on (B)(4) 2014 and evaluated. Failure analysis investigation found the instrument's distal clevis was broken. The distal clevis was broken at the one of the ears. As a result, the grips were misaligned. No other damage was found. Failure analysis concluded that the broken damage was due to mishandling/misuse. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the damage to the instrument's distal clevis, found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.